Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction, battery and unexpected shutdown issues was verified, but the touchscreen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump touch screen was unresponsive, the battery gauge was fluctuating, the pump shut off unexpectedly. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.